Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv bipolar lead impedance measured low on (B)(6) 2016 at 171 ohms.

Event description:
It was reported that an alert was triggered for right ventricular (rv) lead low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited a consistently high sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.